Event description:
Device 3 of 3. Reference manufacturer reports: 1627487-2011-03116 and 1627487-2011-01799.

Manufacturer narrative:
Results: as received, the returned lead was inserted into one of the anchors, and this anchor was in the over torque condition. The silicone material on the suture hole and distal end was torn. However, the peek material on the suture hole was not damaged. The lead could not be removed from the anchor due to the over torque condition. The second anchor passed all functional testing. The alleged complaint for lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.